Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. During testing outside of the patient, the device was inflated with 25ml saline before the leaking was noted. Another device was used to achieve hemostasis. No adverse effects to the patient were reported. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, quality control procedures, a visual inspection as well as a functional test were conducted during the investigation. The device was returned for investigation. The device was inflated with water, and at first no leak was found. Once the balloon was massaged, the distal end of the balloon gave way due to an inadequate glue bond. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that additional nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state how supplied, "upon removal from the package, inspect the product to ensure no damage has occurred." The supplier reviewed manufacturing documentation of the complaint device and could not determine a definitive root cause based off of their document investigation. Based on the available information and a physical examination, cook has concluded that a manufacturing event likely contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. During testing outside of the patient, he device was inflated with 25ml saline before the leaking was noted. Another device was used to achieve hemostasis. No adverse effects to the patient were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.